Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 4.00 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks and a break 71.8 cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 4.00 x 16 synergy drug-eluting stent was selected for use. However, upon loading the device onto a guide wire, it was noted that the body got bent and separated. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred.a 4.00 x 16 synergy drug-eluting stent was selected for use. However, upon loading the device onto a guide wire, it was noted that the body got bent and separated. The procedure was completed with another of the same device. No patient complications were reported.